Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the details reported on mw5115986 .

Event description:
As per details reported on medwatch mw5115986. Incident report: "surgeon was beginning to close port sites when a piece of the carter-thomason instrument broke off. The surgeon tried to find it laparoscopically but was unable to. C-arm was brought in to detect the piece with fluoro. They identified it in the subcutaneous tissue, but was unable to retrieve it."

Manufacturer narrative:
Upon investigation of the complaint, it has been determined a cooper surgical device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was submitted in error and should be voided. Upon receipt of medwatch report mw5115986, multiple attempts were made to contact the reporter for additional information. No additional information was received. Investigation of the complaint revealed that the model number provided did not match any cooper surgical devices. However, the provided model does correspond to a similar millennium device. Due to the specified model number, it has been determined through investigation that the device reported was a millennium device. A copy of mw5115986 and this report has been forwarded to millennium surgical and avalign technologies.

Event description:
Upon investigation of the complaint, it has been determined a cooper surgical device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was submitted in error and should be voided.